Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured on may 23, 2014 ¿ may 24, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was not tightened. The device was filled with green colored water and the blue winged luer cap was tightened. The next day the device was inspected; no evidence of a leak was identified. No malfunctions or abnormalities were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. The device had been filled with fluorouracil. The exact location of the leak is unknown. There was no patient involvement. No additional information is available.